Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's lv lead was dislocated. Due to high capture thresholds and narrow vessels, the lv lead could not be replaced. A port plug was used instead. No adverse consequences were reported. The event date for the concomitant atrial lead 2088tc/52 (B)(4) is unknown at this time.